Event description:
It was reported to MFR that user was riding in his wheelchair in the rain when the wheelchair began to spin out of control. The user hit a pole and broke his leg. The wheelchair had a head array installed on it, which allows the user to control and steer the wheelchair. The head array was manufactured by switch it, inc. The dealer who sold the wheelchair to the user, installed the head array after MFR shipped the chair to the dealer. MFR believes that the rain activated the proximity switches on the head array thereby causing the wheelchair to move and spin.

Manufacturer narrative:
MFR evaluated the wheelchair on september 27, 2006. MFR did not observe any problems with the functionality of the wheelchair during the inspection. It was reported to MFR that user was driving the wheelchair in the rain. The user operated the wheelchair with a head array that was manufactured by switch-it, inc. And installed on the wheelchair by another country co. MFR sprayed water on the head array to determine if water would affect the head array's functionality. The water activated the proximity switches on the head array so as to cause the wheelchair to move in all directions.